Event description:
It was reported episodes of non-sustained right ventricular oversensing (nsrvo) were observed on a remote transmission. The patient has a left ventricular assist device (lvad), and upon review of the episodes are characteristics of lvad oversensing. No intervention was made, and the asymptomatic patient will be monitored.